Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the metal part of a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, where plasma pocket is built, was lost in joint. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The metal plate on the active tip is lost. Therefore, the electrode was sent to the manufacturer for further review. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The top portion of the active tip is missing and as not been returned. A portion of the active tip leg remains in-situ. Also, evidence of dried saline in suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. The bridge of the active tip remains in place and is still securing the leg of the active tip. The electrical and functional test were unable to complete due to device damage. Supplier summary: the complaint of the active tip detaching was confirmed. The active tip has failed on the leg, with a portion of the leg remaining secured by the bridge of the active tube. This failure mode has been previously seen on the epoch devices. The exact root cause remains unknown. It may be possible that the defect has been caused by a manufacturing fault during the manufacturing process however this cannot be confirmed and a CAPA request (cr-301496) has been initiated to investigate this failure mode further in an effort to determine root cause. A manufacturing record evaluation was performed for the finished device [u1910009] number, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure, the metal part of a vapr coolpulse 90 electrode, 90° suction w/ integrated handpiece, where plasma pocket is build, was lost in joint. The plate was searched and picked away to complete procedure with a surgical delay of 5 minutes. No patient consequences reported. Additional information reported by the affiliate stated the device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: method codes: it was inadvertently missed on the initial report that a manufacturing record evaluation was performed for the finished device [u1910009] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.